Event description:
The device was returned to the service center with a report from the customer contact that the device displayed malfunction #13, dead battery, and is not able to be reset. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was missing and the door roller pin was broken.

Manufacturer narrative:
During testing, it was noted that the device door roller was missing and door roller pin was broken. The customer contact reported malfunction #13. This is a subcode for e437 (s/w failure). This error code was noted in the device history, but not duplicated during testing. The customer contact's report of dead battery was duplicated during testing. The device has been identified as part of a product recall. (B)(4). This report represents all the info known by the rptr upon query by hospira personnel.